Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial#(B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 02-aug-2023, UDI#: 00763000280215 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that it's been probably a couple of months since they were having problem charging the communicator. The patient (pt) mentioned that the little piece of metal inside the communicator port slipped down and the cord would not go all the way in. The issue was not resolved. Agent sent a repair request to replace the communicator. Pt mentioned they still have the other communicator from their old pump. Agent advised pt to use the old communicator for the meantime and wait until they receive the replacement communicator.